Manufacturer narrative:
The hill-rom technician found the bed exit not alarming correctly due to the scale was not zeroed correctly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale correctly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit is not alarming. The bed was located at the account in the bed storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).